Event description:
Caller reports patient tested >8.0 inr on the coaguchek xs system and 6.14 inr on a comparison lab. Coumadin was held for 4 days, however, it was not provided if based on lab or device result. No adverse event reported. Requested return of suspect system, and replacement sent.